Event description:
Complainant alleged that while attempting to monitor a pt with chest pains, the device powered on without display. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and the lcd display was replaced to remedy the problem condition. Analysis of reports of this type has not identified an increase in trend.